Manufacturer narrative:
Due to character limitation in e1, the event site state is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that sensation plus 50cc intra-aortic balloon (iab) had leak during use. The patient was waiting on a heart transplant and has had multiple catheters over the last few months. The nurse stated they were unable to place another iab axillary due to patient¿s anatomy and elected not to place a femoral accessed iab. The blood reached the cardiosave device. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. The complaint was initiated through a direct call to the emergency support program, with no reported harm or injury to the patient. Megan, a clinical nurse specialist, reported a balloon leak involving a patient who is awaiting a heart transplant and has undergone multiple catheter placements in recent months. Due to the patient¿s complex anatomy, an axillary iab could not be placed, and a femoral iab was not pursued. Megan confirmed that blood reached the cardiosave device, and product surveillance was subsequently conducted on the balloon. Based on the description, balloon leak potentially due to cumulative wear from multiple catheterizations in a patient with complex anatomy. The repeated use and anatomical challenges may have compromised the integrity of the balloon, leading to the leak. Based on the event description, the root cause has been identified as user error. There was no malfunction of the iab identified. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.